Event description:
The customer reported to customer service that her freestyle pump would change suction without the levels being adjusted causing pain and has developed into thrush.

Manufacturer narrative:
The customer was sent a different pump for pumping. The customer reported pain and thrush. A medela clinician spoke with the customer on (B)(6) 2014. At which time she stated that the original freestyle breast pump was changing levels on its own, which was painful to her. She was also dealing with thrush and disclosed that her pediatrician prescribed an anti-fungal medication for her. Meanwhile, she purchased a pump in style advanced which is comfortable and efficient. Her milk supply is again increasing and thrush is responding to treatment. (B)(4) has been opened to address related to thrush and yeast infections.